Event description:
During evaluation, diagnostics showed that the device had not performed the 1-month automatic cap maintenance as programmed. A manual cap reform was performed to improve the charge time however, the battery voltage dropped to eri. The patient was scheduled for replacement.